Manufacturer narrative:
Upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline array. Due to the guidewire lumen detachment the catheter could not be deployed for functional testing. It was not possible to see if some splines inverted easily on the basket state. With a guidewire inserted into the catheter and the catheter fully deployed to flower, continuity testing was performed. The catheter did not pass the continuity testing due the s1 e2 and s3 e1 were found open intermittent electrically. The connector pins were inspected on microscope, and it was possible to observe that pin 1, pin 2 and pin 3 were damaged. The reported spline bunching was unable to be confirmed due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible, ant it is not possible to see if some splines inverted easily on the basket state.

Event description:
Reportable based on analysis completed on 12jul2024. It was reported that three farawave catheters presented the error message 301 and spline bunching issue. All were used for de novo parox procedure on the same patient. Atrial fibrillation procedure as usual. Normal preparation and flushing of the catheter. After they inserted the first catheter into the sheath, they opened the catheter in the left atrium to the basket mode. Ablated the left superior pulmonary vein (lspv) but until ablation, it looked as if the catheter jumped/flipped into the vein (small lspv). After one second of ablating, the system gave a "301-error", so that the splines were not well positioned. Probably the catheter-splines bunched together when de device flipped into the vein (before ablation the "fluoroscopic-marker" was outside the sheath!). It was not possible to correct the splines manually. They exchanged the farawave catheter three times, but the problem occurred every time during ablation in basket-shape at the lspv (every time the device flipped into the vein, and it was not possible to correct the splines manually). Then they exchanged the farawave catheter a fourth time, ablated the lspv just in flower-shape and completed the procedure without any problems. The fourth catheter worked well at the veins, they do not try the basket out of the knowing that the vein is small, and the other catheters were damaged there. However, analysis of the retuned device revealed that the guidewire lumen was no longer attached to the tip of the spline cage.